Event description:
Catheter component of the system fragmented at portal/catheter connection site with the distal segment embolized to pt's pulmonary artery. System explanted and catheter embolus removed.